Event description:
One month after the implantation of a window cervical plate and screw construct, the top right screw backed out of the plate. The pt had revision surgery to remove the screw. The surgeon left the remaining three screws and plate intact because he was confident that the plate and remaining screws were firmly imbedded in the fusion mass. The pt has had no further adverse effects.